Event description:
See initial report.

Manufacturer narrative:
H10: the affected unit was returned back to manufacturer site for investigation. No deviation was found and the device was found to be working within specifications. The potentially involved components, which are the ribbon cable and the encoder board have been replaced. The most likely root causes of the reported event are a defective ribbon cable, a defective encoder board or a connection issue between these two components.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error code associated to the encoder during priming and stopped working. There was no patient involvement